Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited several right ventricular oversensing episodes. It was noted that programming changes were previously made. The device was reprogrammed. Patient was stable.